Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 07may2019 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow up is planned. Evaluation summary: a consumer reported on behalf of a male patient that the patient's humapen luxura hd device was not easy to push and the pen did not release insulin. He placed the cartridge in its place and the pen released insulin at the first attempt but for the second and third attempts, insulin was not released. The patient experienced increased blood glucose. Investigation of the returned device (batch 1508g05, manufactured august 2015) found the device met functional requirements. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a 7-year-old male patient of unknown origin. Medical history and was not provided. Concomitant medications included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100) cartridge, three times a day, via reusable pen (humapen luxura hd), for the treatment of diabetes beginning on (B)(6) 2017. Dose and route of administration were not provided. On the night of (B)(6) 2019, while on insulin lispro treatment, he experienced increased blood glucose level. His blood glucose was measured as he was going to toilet that night very often. His blood glucose level was 580 (no units provided). His blood glucose level was measured again in the morning on (B)(6) 2019, and it was above 300 (no units provided). Reportedly, the humapen luxura was checked by the relative of the patient and it was not easy to push and the pen did not release insulin so he figured that the thing that pushed the cartridge was not working so he placed the cartridge in its place and the pen released insulin at the first attempt but for the second and third attempt insulin was not released ((B)(4)/ lot number: 1508g05). Later, it was found out that the pen released the medicine and the treatment was continued at home. There was no hospitalization because his blood glucose level decreased. Corrective treatment and outcome of the remaining events were not provided. Insulin lispro treatment was continued. The user of the humapen luxura and his/ her training status was not provided. The humapen luxura model duration of use and the suspect humapen luxura duration of use was two years approximately. The humapen luxura hd was returned on 11mar2019 and a new humapen luxura would be sent to the patient. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro treatment or the suspect humapen luxura. Update 14-mar-2019: information was received from rcp (company representative) on 11-mar-2019. Lot number was updated and corresponding product complaint was processed. No medically significant information was received. No changes were done to the case. Edit 14mar2019: updated medwatch fields for expedited device reporting. No new information added. Update 18-mar-2019: information was received from affiliate on 12-mar-2019. The outcome of the event blood glucose increased was updated to recovering. The narrative was updated with new information. Edit 20-mar-2019: upon review of information received on 01-mar-2019, the gender of the patient was changed on general tab to male, it was already captured correct in narrative. No additional changes. Update 07may2019: additional information received on 01may2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no, and device return status to returned to manufacturer. Added the unique device identifier (UDI) number, date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Edit 23may2019: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) male patient of unknown origin. Medical history and was not provided. Concomitant medications included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100) cartridge, three times a day, via reusable pen (humapen luxura hd), for the treatment of diabetes beginning on (B)(6) 2017. Dose and route of administration were not provided. On the night of (B)(6) 2019, while on insulin lispro treatment, he experienced increased blood glucose level. His blood glucose was measured as he was going to toilet that night very often. His blood glucose level was 580 (no units provided). His blood glucose level was measured again in the morning on (B)(6) 2019, and it was above 300 (no units provided). Reportedly, the humapen luxura was checked by the relative of the patient and it was not easy to push and the pen did not release insulin so he figured that the thing that pushed the cartridge was not working so he placed the cartridge in its place and the pen released insulin at the first attempt but for the second and third attempt insulin was not released (pc: (B)(4)/ lot number: 1508g05). Later, it was found out that the pen released the medicine and the treatment was continued at home. There was no hospitalization because his blood glucose level decreased. Corrective treatment and outcome of the remaining events were not provided. Insulin lispro treatment was continued. The user of the humapen luxura and his/ her training status was not provided. The humapen luxura model duration of use and the suspect humapen luxura duration of use was two years approximately. The action humapen luxura would be returned and a new humapen luxura would be sent to the patient. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro treatment or the suspect humapen luxura. Update 14-mar-2019: information was received from rcp (company representative) on 11-mar-2019. Lot number was updated and corresponding product complaint was processed. No medically significant information was received. No changes were done to the case. Edit 14mar2019: updated medwatch fields for expedited device reporting. No new information added. Update 18-mar-2019: information was received from affiliate on 12-mar-2019. The outcome of the event blood glucose increased was updated to recovering. The narrative was updated with new information. Edit 20-mar-2019: upon review of information received on (B)(6) 2019, the gender of the patient was changed on general tab to male, it was already captured correct in narrative. No additional changes.